Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. It was also reported that both leads migrated out of the epidural space; the migration was confirmed with fluoro imaging. To address these issues, the entire system was replaced via surgical intervention on (B)(6) 2025.